Manufacturer narrative:
(B)(4). Evaluation, method - a lot order search revealed there was one similar complaint found. Conclusion (unable to confirm): based on the complaint history and lot order search, we were unable to determine a specific root cause of the event. The product was discarded. (B)(4).

Event description:
The customer stated the aq5010v three piece silicone lens was loaded in accordance to the inservice and video provided, however, as the surgeon was inserting the lens, a small piece of plastic stuck out of the injector and tore the lens in half. Both the lens and injector was discarded. The incision was altered and sutures were used after the replacement lens was implanted.